Event description:
It is reported that the devices were implanted in 2001. Post-op, the weight distribution was on one leg, and the stem broke just below the junction of the body and stem. The devices were revised nineteen days later.

Manufacturer narrative:
Other device used: catalog#00999208545, zmr hip system femoral body revision taper, lot#63675300. Evaluation summary: probable cause for current situation is not known. No product or x-rays were returned for evaluation. Device history records indicate that the devices were manufactured to specification.